Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 556. The customer administered a manual injection to address their bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.